Event description:
The biomedical engineer (biomed) reported that the zm transmitter was producing incorrect ECG heart rate (hr) readings. It displayed tachycardia when the patient had a normal hr., he tested the device on a simulator and got the same results. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the zm transmitter was producing incorrect ECG heart rate (hr) readings. It displayed tachycardia when the patient had a normal hr. He tested the device on a simulator and got the same results. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.